Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-28. Investigation summary: a device history review was conducted for lot number 2102041. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were unable observe any defect on the submitted device. The reported non-conformance could not be confirmed. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see h10.

Event description:
It was reported that the IV set an122 w/o pump t-type experienced deformed tubing. The following information was provided by the initial reporter: error when joining pump due to tube abnormality. Error occurs during infusion pump due to tube abnormality.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set an122 w/o pump t-type experienced deformed tubing. The following information was provided by the initial reporter: error when joining pump due to tube abnormality. Error occurs during infusion pump due to tube abnormality.